Event description:
Report received from USA stating that the device had "frayed cord with exposed wires." The device was being used in operation. There was no pt injury reported. It is unk if delay or medical intervention occurred. There is no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering evaluated the device, and the reported problem was confirmed. The outer insulation of the cord was observed to be cut/torn, exposing the inner shielding of the cord, but no wires were directly exposed. This condition is indicative of improper handling of the device. If additional info becomes available a supplemental report will be submitted. (B)(4).